Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch alarm, which was reproduced by loading an IV set. The messages were found to be caused by loose upper link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door latch alarm. It was also reported there was no patient involvement.